Event description:
It was reported that, during the patient's ipg replacement procedure, the physician had trouble inserting the right extension into the ipg. The patient also had issues with high impedances prior to the procedure. Troubleshooting was unable to resolve the issue. As a result, the physician explanted and replaced the patient's right extension. Surgical intervention resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported event of unable to insert extension into ipg header port and high impedance was confirmed. Microscopic inspection of the extension identified the nitinol sleeve was broken in multiple location at the terminal end of the extension, which cause little resistance in re-inserting the extension. The broken nitinol sleeve is consistent with overstress condition that the extension may have been subjected during handling/implant procedure.